Event description:
According to the customer, there have been multiple incidents where the suction tips are "coming apart" and the blue towels are "shedding lint and it is getting in the wound".

Manufacturer narrative:
According to the customer, there have been multiple incidents where the suction tips are "coming apart" and the blue towels are "shedding lint and it is getting in the wound". The customer reported the issues are occurring before use and during use for both component issues. The customer reported after the incidents occur a new product/component is obtained to complete the procedure. The customer reported that there has been no impact on any patient or procedure related to the reported issues. No additional details are available related to the customer reported issue. The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.